Event description:
It was reported that device alarms "cassette not attached". There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
E1: (B)(6) hospital. H3: one device was returned for repair. The device has not previously been serviced. Visual evaluation found bubbled downstream occlusion (dso) seal. Functional testing was performed, and primary problem was replicated. The cause was a faulty dso sensor. The dso sensor was replaced, and the device passed functional and accuracy testing.